Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 20276819/20276819. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. The patient underwent an ipg and lead explant procedure and was placed on antibiotics.